Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were not able to get a bolus for 2 days. The patient stated that the screen got stuck at 90% and took 3 minutes to deliver the bolus. The patient stated that they get 4 boluses a day. The patient also stated that the date and time was correct on the handset. The agent assisted the patient with resetting the handset and communicator, and after resetting, the devices connected to the pump and the patient was able to deliver a bolus. The agent recommended charging the communicator and discussed device function. It was noted that the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.